Event description:
The manufacturer received information alleging a ventilator failed a test step. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The previous follow-up MDR reported the g3 section blank. The correct date should be 12- jul-2022.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed a test step. There was no harm or injury reported. The device was returned to a third party service center for evaluation and the customer's complaint was confirmed. During the evaluation, a service required code was observed in the downloaded event log. The device's oxygen blending module board was replaced to address the issue.